Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experience dissatisfaction with his implant. The device was too short, distal tips did not extend into the glans of the patient penis. The ipp was explanted and replaced. No patient complications reported.